Event description:
Hcp reported that at refill, the pump had 20cc of medication left in the reservoir 2 weeks after implant when the calculated remaining amount should have been 11cc. "Not sure if pump was overfilled at first fill or if med not infusing." The hcp wanted the patient to stay in order to study the situation and see if the medication was infusing properly. The patient refused as they were from out of town and wanted to return home. As a consequence, no studies were done, but if the problem persists, the hcp will recommend looking at the pump. The patient outcome was not reported.